Event description:
Pt's bp dropped to 100 systolic. In an effort to raise bp, rn changed av sequence temporary pacer to aro mode and, when adjusting rate, the pacer spiked on a t wave and pt fibrillated. Pacer was turned off and pt thumped with no response. Pt defibrillated at 300 joules. Pt did convert and is doing well but the outcome could have been much different. Pacer is difficult to use and takes a few steps to reprogram. Touch panel allows changes to be made too easily.